Manufacturer narrative:
At the timing of reporting this MDR, the mat devices have not been returned to pyng. One of the units was discarded by the paramedic. A request for the return of the other two mat devices was made to the initial reporter; however, they have not been received. An initial eval was performed on a mat device from stock at pyng. No conclusions can be drawn at this time. Note: this event was reported to FDA per voluntary report number (B)(4).

Event description:
Failure of 3 mat tourniquets. Female pt with compression injuries to leg (due to tree fall). During extrication and transport, the medic attempted to use multiple mat tourniquets to slow bleeding. First and second device were inoperable. According to maude event report (received from FDA) the strap on devices slipped and would not remain tight. One device would not release and the strap was ultimately cut. With the second device the strap released/separated from the mat unit. The strap on the third device slipped and would not remain as tight as medic wanted; however, it was used. (B)(4).